Event description:
It was reported that the patient presented to the hospital with unstable angina. Angiography noted a heavily calcified, total occlusion lesion located in the proximal to mid, distal left circumflex. An attempt was made to cross the lesion with a 1.5x15 mm trek balloon; however, it would not cross. After predilatation of the lesion with a 1.2x15 mm mini trek balloon, an attempt was made to cross the lesion with a 2.5x33 mm xience prime stent delivery system (sds); however, it would not cross. Additional predilatation was performed and a second attempt was made to cross with the same xience prime sds; however, it would not cross. Additional predilatation was performed and a third attempt was made to cross with the same xience prime sds, which resulted in the proximal shaft separating and the sds was retracted from the patient without issue. The decision was made to implant two short stents and the procedure was considered successful. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provide.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ms, fielder fc. Inflation: co pilot, guide cath: ebu, sheath: 6f. Device (B)(4) re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instruction for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. There is no indication of a product quality deficiency.